Event description:
The customer reported to olympus, the evis exera iii xenon light source had connector issues. The contacts were cleaned and the issue was resolved, however, the customer was worried that it may come back and requested for the device to be checked. Due to a lack of further information from the customer, it was determined that the issue may have been due to a b30 scope communication error code. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, but has not yet been analyzed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus and evaluated, and the reported phenomenon of a b30 scope communication error code was not confirmed. The evaluation found the unit has a scope connection error e300 due to a defective scope detection bar. The unit has an older power switch regulator and loose socket connector. Per the legal manufacturer, there is no potential for this issue of a e300 error to cause or contribute to death or serious injury if the malfunction were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information (identified via e2 and e3). If additional / applicable information is further obtained, a supplemental report will be submitted.